Manufacturer narrative:
Concomitant product: ddbb1d1 ICD implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead dislodged. The patient¿s right ventricular pacing had increased and caused a drop in ejection fraction. A revision was performed to restore atrio-ventricular synchrony. The lead was capped and replaced. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.